Manufacturer narrative:
One battery was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a controller power-up and motor start event which was also logged on (B)(6) 2015, indicative of both power sources disconnected from the controller. In addition, there were six (6) power disconnect alarms logged when battery serial (B)(4) was connected with a saw value of 0x0080, indicative of a cell under voltage most likely due to an intermittent soldering or welding issue. However, the power disconnect events were not related to the reported battery. Moreover, there was a critical battery alarm involving battery serial (B)(4) logged on (B)(6) 2015. This alarm was most likely caused by a communication error between the controller and batteries. Heartware has opened an internal investigation under to evaluate these types of issues. The most likely root cause of the reported critical battery alarm may be attributed to a communication error between the controller and batteries. The most likely root cause of the reported loss of power may be attributed to a double disconnect. A possible root cause of the reported power disconnect alarm may be attributed to an intermittent soldering or welding issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the vad coordinator that while checking the patient's devices in clinic, it was noted that the patient had multiple power disconnect occurrences and a critical battery alarm on (B)(6) 2015. Also, the patient had a complete power disconnect incident approximately 7 days before the time of the event. The battery was exchanged with no reported patient consequences. No further information was provided.